Event description:
(B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an obstruction at the infusion site. Their blood glucose level reached 442 mg/dl. To address the high blood glucose, the patient administered multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.